Event description:
It was reported that, during a surgical procedure, this cardiac resynchronization therapy pacemaker (crt-p) recorded non-sustained ventricular tachycardia (nsvt) episodes. Technical services (ts) reviewed the episodes and confirmed that the electrogram (egm) showed noise, possibly from electrocautery use. Following the surgery, the device was checked, and system measurements were within normal limits, only it was noted that was unable to run threshold testing on the right atrial (ra) channel due to the patient being in atrial fibrillation (af). Additionally, the minute ventilation (mv) sensor was automatically disabled due to a signal artifact monitor (sam) event from the same day. No adverse patient effects were reported. This crt-p remains in service.